Event description:
Customer received one pediatric lithium heparin plasma sample which gave sodium result of 105 mmol per l. This result was reported. Due to the low result, she repeated the sample on a blood gas analyzer and recovered 128 mmol per l. She ran the sample again on a different analyzer and received 146 mmol per l. Customer received a new sample from the same pt approximately one and one half hours later and the sodium result was 138 mmol per l (when tested on the original analyzer). This second sample was repeated and gave sodium result of 141 mmol per l. No info was provided to determine if any adverse events occurred. If add'l info is received, appropriate notification will be provided.